Event description:
Reportedly, on (B)(6) 2018 via the remote monitoring system, the hospital received a periodical follow-up data that showed the occurrence of ventricular noise oversensing. Multiple arrhythmia episodes had been recorded with noise in the ventricular channel. Energy charges had started in those episodes, but no inappropriate shock therapies had been delivered in any of them.